Event description:
It was reported that the customer ran out of cgm sensors, bg run mode expired after three days of use, and the reported blood glucose was 223 mg/dl; the customer was instructed to power off the ilet pump and revert to subcutaneous insulin via pen until new sensors were available, and was educated on reactivating the pump using the charging pad. Symptoms included hyperglycemia. Outcomes included serious illness/impairment and unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.